Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aptus endoanchors were implanted in a patient during an unknown endovascular treatment. It was reported from the physician that the valve on the aptus steerable guide can let in large volumes of air. No clinical sequelae were reported.